Manufacturer narrative:
Field complaint of overestimation was not confirmed. The device was received from the field with battery voltage above elective replacement indicator level. Analysis of device image and session records indicated device operated at high pacing output settings at times as well as autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics. Longevity assessment was performed, and the implant duration exceeds the total projected longevity indicating normal battery depletion.

Event description:
It was reported that a patient presented on (B)(6) 2021 with a battery longevity of less than 3 months on their pacemaker despite being at an estimated 2.4 years in (B)(6) 2021. An overestimation of the longevity was suspected. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was reported as having experienced no consequences.